Event description:
Initial report received from customer stating on 11/22/2006, side a of the pc2tx pump delivered an "inadvertent" bolus of noradrenaline. The hospital reported the pump displayed battery failure, was discontinued from use and plugged into the mains. Cardinal health affiliate was informed of the event 12/21/2006, but limited details were available and no details of pt injury were included in the report. More information was requested from customer. On 01/11/2007, the customer reported "the infusion was commenced at 2 ml per hr and then jumped to 750 ml per hour. The pt's systolic bp increased to 300, had a short run of vt and there was an increased blood loss for 15 min through the thoracic drains. Propofol was administered and the pt's condition stabilized." The pump was sent to cardinal health for investigation. Review of the event logs showed no data for the date reported (11/22/06). On 10/26/06, a similar incident was found. At 14:41, the channel was started at 2.4 ml/hr. Until 16:06, the channel was accessed numerous times and the rate changed. The data shows the rate being titrated between 2.4 ml/hr and 15 ml/hr. At 16:07, the rate was dramatically increased to 750 ml/hr. A few seconds later, a low battery alarm occurred and then the device was plugged into ac. At 16:08, the rate was changed to 2 ml/hr. At 16:22, the device is powered down. The reported inadvertent bolus at 750 ml/hr was found to have resulted from a user programming change. The channel ran for 55 seconds at this rate and delivered an 11.5 ml bolus. The pump was found to be in good working condition except for the lead acid battery, which will need replacement.